Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 2018 that the customer was having issues with air bubbles inside the reservoir. The customer's blood glucose level at the time of the incident was 7.4 mmol/l. Customer says she spoke to an engineer about it and the engineer recommended putting an extra o-ring in the reservoir to fix the problem. Product will not return for analysis.